Manufacturer narrative:
Additional info has been requested. Approximately 1998 or 1999. Event reportedly occurred prior to synthes acquisition of norian corporation. Product not explanted. Synthes is unable to provide the PMA/510k number or date of manufacture without a part or lot number provided. Investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Additional info has been requested.

Event description:
Surgeon reported death of a pt; a male involved in a helicopter crash sustained burst fracture of the spine. Pt was treated with pedicle screw augmentation used with norian-srs. Pt had difficulty with the anesthesia, surgeon noted the procedure went well. Surgeon was closing the pt and the pt coded and died. Autopsy performed noted pt died from congestive heart failure. Surgeon did not attribute the death to norian product.